Event description:
The customer contacted stryker to report that their device would not power on. There was no patient involvement reported with the event.

Manufacturer narrative:
The replacement battery sent to the customer did not resolve the issue. The customer was sent a replacement device and the original device was sent to the stryker product assessment center for further evaluation. The pac technician verified the reported issue. The root cause of the issue was determined to be the reed switch sw5. The device was archived by stryker.

Event description:
The customer contacted stryker to report that their device would not power on. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer was provided with a replacement battery. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.